Event description:
Reporter is consumer who states that her implants ruptured in 2001. At the time, she was living in another state and she became very ill. She had to stop working. In 2003 her surgeon discovered a left breast lump on MRI consistent with implant rupture. The surgeon would remove the implant, only if consumer would have it (the implant) replaced. She was forced to sell her home in order to have enough money to pay for the removal of implants without replacement. This required an emergency evacuation to another city. The evacuation, according to the consumer was required because she became extremely ill. The implants were removed in 2006 and she feels that all her medical problems were from seepage of their (the implant's) contents into her body. These medical problems include: diminished brain function, depression, granules in the eyes, fibromyalgia, fatigue, scalp sores, rash and more. She never knew about the product's recall, since her surgeon wasn't able to contact her as her husband's career kept them traveling. She has been able to retain her records from 1983 and there is mention of a manipulation (manual) for capsular contracture and leaking detected. Reporter states that she is better now. Resides with her elderly mother. Has found a support group, and is willing to talk to others that may have had similar experiences. She has also learned, after reviewing records, that the implant was never placed beneath her muscle, as the surgical note indicated. She had the implants in her possession. They are empty of saline, yellow and pitted.